Event description:
It was reported that during the unpacking of the device for a percutaneous coronary intervention (pci) procedure the inside package was already opened. The 100% stenotic lesion was located in the mid right coronary artery. When the physician attempted to open the encore/advantage inflation unit "it seemed like the pouch inside the doubled pouch was already opened". The procedure was completed with another encore/advantage inflation unit. There were no pt complications. Pt status is reported as "good".

Manufacturer narrative:
(B) (6): device evaluation: as received, there was no evidence of use as the complaint device was still in its seal tray. Visual examination revealed that the complaint device was returned to site inside its package box. When the box was opened, it was noted that the vendor seal on the breather bag was completely opened. It was also noted that there was a full transfer of seal. No damage was observed on the pouch during visual examination. The complaint device was still inside its sealed tray and visual examination revealed no breach of the tyvek seal. No functional testing of the device was carried out as the complaint device was not used during the procedure. It is very unlikely that the breather bag vendor seal was completely open accidentally during the packaging of the complaint device. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B) (4).